Event description:
The customer called for help in performing a control test. He performed 2 tests and received a result of 162 mg/dl. The normal control range was 89-121 mg/dl. No adverse events were alleged. The customer used the last of his sample test strips while troubleshooting, so no product will be returned for eval.